Manufacturer narrative:
Section a patient information cannot be provided due to canada privacy regulations. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this pb980 ventilator failed and generated a ventilator inoperative message. Additionally, an unusual sound was noted from the inside of the inspiratory outlet. The device was available for evaluation. A review of the ventilator logs confirmed the ventilator had a loss of ventilation. The service personnel (sp) inspected the ventilator, reviewed the logs, and found diagnostic codes indicating the unit failed leak test portion of extended self test (est). Sp checked for leaks and proper cable connections, verified that there were no leaks, and then performed est to clear the codes. The unit passed all calibrations and tests per manufacturer specifications at the time of service. With the available information, the cause of the unit experiencing a loss of ventilation, entering into an inoperative condition, and the ¿unusual sound¿ may have been related to the delivery proportional solenoid valve (psol), which was likely resolved by checking the connections. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator failed and generated a ventilator inoperative message. Additionally, an unusual sound was noted from the inside of the inspiratory outlet. There was no injury to the patient.